Event description:
Additional information received indicated that the asymptomatic patient presented for a follow-up in clinic. The lead exhibited loss of capture. The patient will be scheduled for a lead revision. The patient was doing fine.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that high, out of range pacing lead impedance and high capture threshold was observed during a routine follow-up. Patient was asymptomatic. Programming changes were performed. Patient was stable.